Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states the unit does not alarm when it stops or low battery, the fan runs constantly. Consumer states the unit has shut down on him.